Event description:
It was reported during the cleaning of the stretcher, the weld that attaches the fowler (backrest) to the litter (patient platform) broke.

Manufacturer narrative:
The investigation is open as stryker medical attempts to have the stretcher returned for evaluation.